Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis. The treatment and outcome of the peritonitis event were unknown. The action taken with dianeal and extraneal therapies was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.